Event description:
It was reported that cardiac perforation and pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure a versacross connect kit was selected to be used. The procedure was completed using intracardiac echocardiography (ice) imaging. During the procedure, following transeptal puncture, a trace effusion was noted on ice. A 27mm closure device was deployed in the laa. The position, anchor, size and seal (pass) criteria was met after a single deployment, and the closure device was released. The effusion status was checked, and it was determined to have worsened, and the physician decided to perform pericardiocentesis. As effusion was alleviated, the physician noticed significant blood volume still being pulled from the drain. It was determined a perforation might have occurred and it was decided for cardiac surgery to take over. Open heart surgery was performed; a perforation was discovered in a posterior lobe of the laa. The closure device was removed and the laa was surgically closed. The patient is expected to fully recover. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure a versacross connect kit was selected to be used. The procedure was completed using intracardiac echocardiography (ice) imaging. During the procedure, following transeptal puncture, a trace effusion was noted on ice. A 27mm closure device was deployed in the laa. The position, anchor, size and seal (pass) criteria was met after a single deployment, and the closure device was released. The effusion status was checked, and it was determined to have worsened, and the physician decided to perform pericardiocentesis. As effusion was alleviated, the physician noticed significant blood volume still being pulled from the drain. It was determined a perforation might have occurred and it was decided for cardiac surgery to take over. Open heart surgery was performed; a perforation was discovered in a posterior lobe of the laa. The closure device was removed and the laa was surgically closed. The patient is expected to fully recover. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product details and UDI, but further information was unable to be obtained. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as pericardial effusion was listed as a potential complication in the device's instructions.